Event description:
Anesthesiologist reported that a all 3 (arterial, pa and cvp) invasive pressure lines were reading off by about 40 mmhg. Replaced module. No patient impact. Manufacturer response for patient data module, (brand not provided) (per site reporter). A service technician was dispatched to download logs from module and processor biomed asset ID (B)(4).